Manufacturer narrative:
Investigation still ongoing. Valve remains implanted.

Event description:
It was reported through the tavr community website that approximately 3 years and 4 months post implant of a 23mm sapien valve, the patient stated, "the valve was under sized, and now needs open-heart surgery".

Event description:
Per medical record review, the operative note on the date of procedure indicated that the patient presented with critical aortic stenosis. Under anesthesia, the patient had a 23mm sapien 3 valve in a porcine surgical valve in the aortic position via right transfemoral approach. The implant was a success with zero paravalvular leak, trace central leak, an av peak/mean gradient 16/8mmhg and an ava 2.0cm2. No procedural complications or edwards device malfunctions were listed. These medical records did not provide any post-tavr (viv) notes. The reason for intervention on the 23mm sapien 3 remains unknown.

Manufacturer narrative:
Update to h6, type of investigation. Update to b5, event description, update to b7 relevant medical history. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. Conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'through the tavr community website that approximately 3 years and 4 months post implant of a 23mm sapien valve, the patient stated, 'the valve was under sized, and now needs open-heart surgery'. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. However, it may be due to patient factors. Despite multiple attempts, no other information was forthcoming. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.